Manufacturer narrative:
We are awaiting further information from olympus (B)(4). We have requested the serial number and further clarification and images. There was no reported injury to patient or user. We will be requesting the return of the product for further investigation.

Event description:
Castor broke when moved. Market quality assurance dept. (B)(6) ((B)(6) 2018 ). I judged this phenomenon corresponded to pae due to the risk of falling the subject wm-np2. I changed pae question 2 from no to yes.

Manufacturer narrative:
Investigation into castor failure for wm-mp2 workstation completed. Investigators conclusions are as follows: the workstation was manufactured to specification. The castor came loose initiating the failure sequence, but there is no evidence of whether the castor security checking as defined in the instructions for use was followed. The loosening of the castor is a root cause of the failure, although the events causing the castor to come loose is unknown.